Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient's blood glucose level rose over 400 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from the infusion site on their leg, causing the cannula to dislodge. The patient's mother mentioned the event took place while the patient was swimming. As treatment, a new pod was placed, and the faulty pod was discarded.